Manufacturer narrative:
The device was received by baxter medina and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation at baxter medina. Evaluation confirmed that each key press is repeated. The device was determined to not meet all product specifications related to the reported event. The repeated keypad output was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance testing in the field by baxter (B)(4), a returned spectrum pump experienced a repeated keypad output. There was no patient involvement. No additional information is available.